Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing diaphragmatic stimulation and there was concern of lv lead dislodgement or shifting that was causing premature ventricular contraction (pvc) and the stimulation. Technical services (ts) was consulted and determined that there was no real indication of a lead dislodgement and the presenting device data showed lv capture and successful lv automatic threshold test. Programming settings were discussed. The patient planned to be seen in clinic. No additional adverse patient effects were reported. This device remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).